Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient underwent a breast prostheses implantation with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including hashimoto¿s, development of environmental allergies, food sensitivities, medication sensitivities, sensitivities to cosmetic and personal care products, liver injury from medications taken due to sensitivity, rosacea, brain fog, fatigue, ocular migraines, loss of libido, problems maintaining mental focus, inability to tolerate contact lenses and multiple eye infections, ringing in ears, trouble sleeping, hormone imbalance, early menopause, night sweats, joint and muscle pain (feet, knees, pelvic bones, elbows, and shoulder), foot pain (nerve, muscle, and joints), degenerative disc problems / sciatic pain, atypical chest pains, and breast pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the left breast prosthesis.